Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. Functional testing included power up testing. During inspection, it was found that the pump gave error code 42224. Further investigation of the pump determined that a faulty microprocessor board is the root cause of the issue. The customer reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 42224". No adverse effects were reported.